Event description:
It was reported that during a laparoscopic supracervical hysterectomy procedure, while advancing the I-blade, the jaw of the device broke, the top jaw detached completely and fell off. It was retrieved safely. There were no patient consequences. Case completed with a gyrus cutting forceps. Device discarded.

Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.